Event description:
Dental assistant cleaning instruments snagged latex exam gloves on explorer causing instrument to be driven into flesh. This would not have happened if bare hands were used; a manual dexterity defect of glove use.